Event description:
The clinician reported that 4 days after the dental implant was placed in ada site 31 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient's localized infection and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.